Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the patient did not feel well and needed an adjustment. The patient went to the ER and they did not do anything for the patient, and the patient contacted their hcp¿s office. It was noted the patient needed to meet with a manufacturer representative for an adjustment and a manufacturer representative contacted the patient but was not able to reach the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient refused to return for follow-up post-op due to the distance, and they were given options to go to other locations, but those were reported to be too far. In (B)(6) 2017, the patient tried to make a return visit, but could not contact until the end of the month when the doctor was away for one week. It was noted the hcp attempted to call the patient in january and was unable to make contact and would try again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins was flopping around and the patient was wondering if it was supposed to be tacked down. It was noted to be very painful and sometimes the patient couldn't move and it hurt so bad. The patient¿s implant was in the stomach on the left side, it flipped and flopped and turned all around, and the patient had to put a cushion on their side when they try to lay down because it hurt so bad and hurt all the time, but some days are worse than others. The patient couldn't even lay on their left side. The patient was redirected to follow-up with their hcp to discuss their symptoms. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had the device for gastroparesis and that since day 1, the patient could feel the device flip flopping around, could see the device through their stomach, and the device poked out and turned around; it was noted that the healthcare provider (hcp) told the patient the device moving was normal. After a week or two from the implant date, the device stopped working. It was noted for the past 4 days, the patient experienced pain every time they walked, talked, and breathed, and they were hurting bad. At the time of the report, the patient was at the hospital and needed to turn stimulation up. No further complications were reported/anticipated.